Event description:
It was reported that an ilet pump came apart with visible internal cables, after which the user reassembled it but the device¿s screen remained black and unresponsive despite audible charging tones; replacement was arranged and return instructions were provided, and the user confirmed backup therapy. Symptoms included no clinical effects reported. Outcomes included temporary loss of device function with interruption of intended therapy. Investigation included customer troubleshooting over the phone, including charging attempts. Investigation of this case revealed a device display or user interface failure following a mechanical separation of the pump housing, consistent with a hardware malfunction of the enclosure and display assembly. It was concluded, based on previously established findings for similar reports, that the cause was device component failure due to mechanical damage.